Event description:
User received low result for sodium for one patient. Initial result 113 mmol/l, repeat 139 mmol/l twice. After performing maintenance on the analyzer, sample repeated at 132 mmol/l. Erroneous result was not reported. The field service rep determined the sodium electrode had been recently replaced and since that time, sodium values were low. He performed "etch" and activate electrodes twice which improved performance of the assay. Performance tests were performed. Follow up with the customer indicates no further issues.